Event description:
It was reported to ventec that the device had no ventilation output. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section b5, describe event or problem, of the initial medwatch report stated: it was reported to ventec that the device was not providing ventilation output and that it was displaying a patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event. Section b5, describe event or problem, of the initial medwatch report should have stated: it was reported to ventec that the device had no ventilation output. There were no reports of patient involvement associated with the reported event. Section d4, model #, of the initial medwatch report stated: prt-01444-000. Section d4, model #, of the initial medwatch report should have stated: v home, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). Section h6, medical device problem code, of the initial medwatch report stated: 3005 (output problem) and 2900 (connection problem). Section h6, medical device problem code, of the initial medwatch report should have only stated: 3005 (output problem). New information for supplemental medwatch report 001: h6: the device was evaluated by ventec where the reported issue of no ventilation output could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was not providing ventilation output and that it was displaying a patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.